Event description:
It was reported that the patient had an atrial lead microperforation. The initial implant was totally unremarkable at the time but came in with tamponade several days later. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a bent distal end and cuts into the insulation 15 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the observed microperforation and tamponade. The inspection of the fixation helix did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.